Manufacturer narrative:
Sections d9 and h3 were updated. The meter was provided for investigation. The investigation found that the circuit board was contaminated, which affects and interrupts the conductive rubber contacts. The customer's allegation could not be substantiated. The root cause of the event was determined to be contamination of the contacts due to improper handling or maintenance. Per product labeling, "do not let liquid accumulate near any opening. Ensure that no liquid enters the meter. With a fresh dry cloth or lint-free tissue, wipe away residual moisture and fluids after cleaning the housing."

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent.

Event description:
There was an allegation of a screen display issue on a coaguchek xs professional meter. The customer alleged that there were segments missing in the results field on the far right and where the time is displayed.